Event description:
Patient developed hit attributable to heparin flushes in hemodialysis. D2: dose or amount: 1000 units. Frequency: every 8 hours prn. Route: sq. Dates of use: unk. Diagnosis or reason for use: anticoagulation. D5: event abated after use stopped or dose reduced? Yes.